Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups battery cartridge was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000615, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while transporting the mobile view station (mvs), the monitor turned off. This is a second hand report no further details are known. There was no patient present.